Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while injecting propofol as part of a rapid sequence induction, it leaked from behind the bd plastipak¿ syringe's plunger and onto the floor. Additionally, it was reported that no excessive force was used to draw up the propofol, and "enough" was injected into the patient to be effective. The following information was provided by the initial reporter: injecting propofol using a 20ml syringe as part of a rapid sequence induction and the propofol is leaving the syringe behind the stopper and landing on the floor and not in the patient. Note that this is a rapid sequence induction requiring pre-determined dosing. Gave all that I could out of the syringe and hoped that was enough for the patient to be asleep. Spoken to reporting anaesthetist. She didn't use undue force when drawing up the propofol. This can sometimes cause the rubber seal to come off the end of the plunger. I can't tell from the description whether this fault was due to the black seal or the body of the syringe. Luckily, enough propofol could be injected to be effective.

Manufacturer narrative:
H.6. Investigation summary: two photo were provided to our quality engineer for investigation. Upon examining the photos, a leakage past the stopper ribs is observed. A device history review was performed for the reported lot 1903299, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1903299 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). 1. Visual inspection - molding: 2 injections per shift. - printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. - assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. - primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. - secondary packaging: 1 shelf-package per pallet. 2. Functional inspection - printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. - assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. - primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot.

Event description:
It was reported that while injecting propofol as part of a rapid sequence induction, it leaked from behind the bd plastipak¿ syringe's plunger and onto the floor. Additionally, it was reported that no excessive force was used to draw up the propofol, and "enough" was injected into the patient to be effective. The following information was provided by the initial reporter: injecting propofol using a 20ml syringe as part of a rapid sequence induction and the propofol is leaving the syringe behind the stopper and landing on the floor and not in the patient. Note that this is a rapid sequence induction requiring pre-determined dosing. Gave all that I could out of the syringe and hoped that was enough for the patient to be asleep. Spoken to reporting anaesthetist. She didn't use undue force when drawing up the propofol. This can sometimes cause the rubber seal to come off the end of the plunger. I can't tell from the description whether this fault was due to the black seal or the body of the syringe. Luckily, enough propofol could be injected to be effective.